Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic ultrasound procedure performed on (B)(6) 2022. During procedure, the ptfe coating peeled off while removing the guidewire from the scope. The coating was not removed from the patient. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
(B)(4).